Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008 and that a subsequent revision procedure was performed on (B)(6) 2012. The reason for the revision procedure was not indicated. A review of invoice history confirmed that all components were removed and replaced. This report is based on allegations set forth by the patient; however, the nature of the allegations is currently unknown and the report is unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2012 due to patient allegations of elevated cocr levels, pain, and dislocation. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-00614 / 00617).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2008 and right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a left hip revision procedure was performed on (B)(6)2012 and a right hip revision procedure was performed on (B)(6) 2013 due to patient allegations of elevated cocr levels, pain, and dislocation. Additional information received in patient medical records indicates the left hip revision procedure that was performed on (B)(6) 2012 was due to metal-on-metal reaction and dislocation. Operative report noted fluid, fibrotic changes to abductors, and fibrosis of the capsule. All components were removed and replaced. No patient medical records were provided for the right hip revision procedure. Additional information received in patient medical records for the right hip revision procedure indicates revision was due to pain and metal-on-metal reaction. The operative report noted fluid consistent with metal-on-metal reaction at time of right hip revision. Additional information provided in patient medical records indicate patient's blood test results. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2008 and right total hip arthroplasty on (B)(6) 2010. Patient¿s legal counsel further reported that a left hip revision procedure was performed on (B)(6) 2012 and a right hip revision procedure was performed on (B)(6) 2013 due to patient allegations of elevated cocr levels, pain, and dislocation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates the left hip revision procedure that was performed on (B)(6) 2012 was due to metal-on-metal reaction and dislocation. Operative report noted fluid, fibrotic changes to abductors, and fibrosis of the capsule. All components were removed and replaced. No patient medical records were provided for the right hip revision procedure.

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-00614-1 / 00617-1).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.